Event description:
The account alleged the cardiopulmonary resuscitation mode would not function on the bed. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.